Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was repositioned one day after implant due to dislodgement. The lead dislodged again the next day and was replaced with another lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.